Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The inflation issue was confirmed due to a leak in the sidearm. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined that the inflation issue due to the sidearm leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported the procedure was performed to treat a 60% stenosed, non-tortuous, and non-calcified lesion in the left superficial femoral artery. An attempt to inflate a 6x100mm armada 18 balloon catheter was made; however, the balloon did not inflate and a leak of contrast on the balloon near the shaft was noted. The procedure was successfully completed with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.